Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Involved product that broke during use was not returned and cannot be analyzed. The unused waveone gold file medium 31mm returned cannot be evaluated because this instrument has been subjected to a sterilization process and is not representative anymore for torque test. Nothing unusual to report was found during DHR review (batch #1410131). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a waveone file broke during first use. The separated piece could not be retrieved.